Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 due to exposed mesh. No additional information was provided.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal and cystourethroscopy on (B)(6) 2014 due to painful vaginal mesh, anterior and posterior. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.